Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was not determined and there were no malfunctions seen. An impedance test was done on (B)(6) 2014. There were no interventions taken or planned. The patient was receiving effective treatment and the patient's healthcare professional planned to send the patient to psychological treatment.

Event description:
It was reported that the patient was implanted for parkinson¿s disease in 2011. It was noted that it only worsened after surgery. Over the course of 3 years the battery had spent only 20%. Something was wrong. It was unknown why this was happening. The only thing they could think of was that the equipment was defective. It was noted that the patient got worse every day and they could not take over the situation. It was noted that it was so degrading and patient was suffering enormously. Additional information was requested but had not been received as of the date of this report.